Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, attended clinic for a routine check. During interrogation, a lead safety switch was observed. The bipolar impedance was tested and noted that the measurements were greater than 3000 ohms. Unipolar sensing exhibited normal impedances and thresholds. It was noted that the patient has low rv pace support; therefore, normal follow-up was recommended. This lead remains implanted and in service. No adverse patient effects were reported.